Event description:
The consumer reported that she was rear ended in a car accident and sprained her back and ever since then her therapy had not worked as well. The patient stated she had pain in her low back right around the implant site and the stimulation was not helping as much as it used to. The patient reported that everything was still in place and still connected but they wanted to do an MRI to check and to get reprogramming by the manufacturer representative. The change in therapy or symptoms was considered sudden. The indications for use were spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.